Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event with a fingerstick blood glucose of 56 mg/dl, was advised to treat, ingested oral carbohydrate (pineapple), and subsequently reported a blood glucose of 100 mg/dl with improvement in how they felt. Symptoms included hypoglycemia. Outcomes included resolution after self-treatment without need for medical intervention. Investigation included a troubleshooting and education session with the user regarding low-glucose management. Investigation of this case revealed no device malfunction and no identifiable device-related cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.